Manufacturer narrative:
The investigation of access site bleeding, positioning issues, delivery issues, product damage (guidewire damage - peripheral vessel, and low pump flow has been completed. The impella device was not returned for evaluation. Low pump flow: data logs were reviewed and lt logs show suction alarms occurring intermittently during support. Multiple instances of placement signal (ps) increases with drop in motor current (mc) and pump flow. No positioning alarms or motor current spikes to indicate ingestion were observed. Clinical details noted that suction alarms occurred multiple times throughout support. Clinical states good flows initially, but then later on day 1 of support the pump was repositioned into less than ideal position with flows on low end for the p-level. On day 2 of support patient had suction alarms, was given volume, and the pump was repositioned with improvement in flows. Suction alarms stated on day 3 with pump stated to be shallow. The root cause of the low pump flow was most likely improper position based on clinical details indicating low flow issues occurring concurrently with positioning issues. Positioning issues: the root cause of the positioning issues was most likely due to patient movement as the pump was noted to be out of position after patient was transferred to unit and after patient was transferred hospitals. Access site bleeding: the root cause of the access site bleeding could not be definitively determined as multiple factors, including patient movement and transfer and guidewire kinking, occurred prior to the oozing and hematoma. Product damage (guidewire damage): clinical details noted that first 0.018 guidewire attempted to be inserted was kinked and guidewire was replaced with another 0.018 guidewire. The root cause of the guidewire damage could not be definitively determined as no product was returned for evaluation and lack of clinical details. Delivery issues: clinical details noted that guidewire kinked during insertion. Guidewire was removed and a new guidewire was used for pump insertion. The root cause of the delivery issues was most likely due to a guidewire kink per clinical details.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a .018 guidewire kinked during insertion for impella cp implant. The wire was replaced with another guidewire from a second set and the subsequent implant was successful. Oozing was noted at the access site leading to femostop placement to manage the condition. Suction alarms appeared the following day and the pigtail was found to be under the papillary muscle. Troubleshooting resulted in suboptimal positioning with on the lower end for the set p-level. Due to the patient's stability, the decision was made to continue with the current positioning/flows. Although the oozing had stopped, a resulting hematoma had doubled in size. Five units of blood were given to treat the hematoma, however significant bleeding then developed at the site following additional repositioning of the device. Suction also remained intermittent, for which volume and positioning were managed. Plans were made to escalate to impella 5.5 support, but the patient continued to deteriorate and later passed away. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.